Event description:
On 08-nov-2023, this thermocool® smart touch® sf bi-directional navigation catheter was received by the biosense webster failure analysis lab as an extra product under manufacturer reference number (B)(4). Manufacturer reference number (B)(4) was assessed as not reportable for a high force issue. An investigation was performed to determine if there was an existing manufacturer reference number for this extra product received. Since we were unable to determine if there is an existing manufacturer reference number, we have created a manufacturer reference number under (B)(4). . Per the biosense webster, inc. Product analysis lab evaluation completion on 08-nov-2023, there was a hole on the pebax surface observed. Bwi became aware of the hole on the pebax on 08-nov-2023 and have assessed this returned condition as reportable. Therefore, the reportable awareness date is 08-nov-2023.

Manufacturer narrative:
The investigation was completed on 08-nov-2023. The device was returned to biosense webster for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material inside the pebax. Due to this condition, the catheter was inspected under a microscope and it was found that there was a hole on the pebax surface. A magnetic sensor and force sensor functionality test were performed, and the device was visualized and recognized correctly; the catheter was deflected and it was working correctly. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).